Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during aquablation therapy, the aquabeam robotic system generated an "e22 - motorpack error." The issue could not be resolved and the procedure was ultimately aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam handpiece without success. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for ab2000/serial number (B)(6) and aquabeam handpiece/lot number 24c03360 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, sj-um0101 rev. C was reviewed. Table 5: system detected errors and faults. E22 ¿ motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.